Manufacturer narrative:
This device has been returned and is in the process of device analysis. New patient code added to h6.

Event description:
It was reported that this pacemaker was found to be in safety mode. Technical services recommended to replace the device as soon as possible. This resulted in an emergent device change out that same day. Subsequently, the device was explanted and replaced successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
This device has been returned and is in the process of device analysis.

Event description:
It was reported that this pacemaker was found to be in safety mode. Technical services recommended to replace the device as soon as possible. This resulted in an emergent device change out that same day. Subsequently, the device was explanted and replaced successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. The device could be interrogated but a full download of device memory was not possible. Review of available device data identified memory errors. The device case was removed to facilitate inspection of the internal components and further testing. Measurement of the battery voltage found it was much lower than expected. The battery was removed from the device and replaced with an external power source. The current drain was measured and found to be normal. Detailed analysis of the battery identified an internal short, which was caused by a tear in the cathode insulating tube. The short resulted in the memory errors identified in the laboratory setting which resulted in safety mode.

Event description:
It was reported that this pacemaker was found to be in safety mode. Technical services recommended to replace the device as soon as possible. This resulted in an emergent device change out that same day. Subsequently, the device was explanted and replaced successfully. No additional adverse patient effects were reported.